Event description:
It was reported that during the preparation for a transarterial chemoembolization (tace) treatment procedure, a shaft break occurred. The renegade was flushed correctly. However, when the physician attempted to remove it from the hoop, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the catheter shaft was broken 13.5cm from the proximal with 60cm of braid exposed. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however coating damage was evident distal to the break. There was no peeling or missing coating. The most probable root cause is user related as the damage is consistent with the user not adequately flushing the carrier tube per the dfu instructions. (B)(4).

Event description:
It was reported that during the preparation for a transarterial chemoembolization (tace) treatment procedure, a shaft break occurred. The renegade was flushed correctly. However, when the physician attempted to remove it from the hoop, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).